Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device burn odor nuisance and temperature issue. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. Heater plate had scuff (burn) marks on the bottom and a small crack in it. Heater plate spring had unknown residue on it. White potential mineral deposit towards the output end of the iso port tube. Slight dust-like contamination on top of the blower motor. A few tiny unknown black and white specs of contamination at the air input and bottom of the blower box. The contamination found in the blower box and on the blower motor was most likely due to external conditions. Pil was not able to confirm the complaint. Care orchestrator data was able to be retrieved. Error log information was obtained using the dreamstation 2 service and diagnostic test tool (v1.5.0) software. The following 1 error occurred: e-400 (err_message_crc_failed) level - continue (quantity 1). Review of the device log showed: -errors logged: 1 error was logged. -see 311764026_el attachment for error details of the time and date. -therapy hours: 193.4. -blower hours: 193.5. -compliance rate (percent of days with usage >= 4 hours): 22.2%. -device humidification settings: adaptive. Predominately set to level 5 and varied to level 3 and 4.